Manufacturer narrative:
(B)(4). Date sent: (B)(6) 2020. D4: batch #t5dk38. Investigation summary the analysis results showed that one ecr45d, reload (a) was received with no apparent damage and fully fired. No functional test could be performed due to the condition of the reload. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified. The event described could not be confirmed as the reload was received fully fired.

Manufacturer narrative:
(B)(4). Batch #unk. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a right upper lobectomy, after severing the lung tissue, a few staples were malformed with straight legs. Changed to a new device to complete surgery. There was no patient consequence reported. No additional information can be provided.